Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Model number: unknown, not provided. Serial number: unknown, not provided. Catalog#: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. PMA - unknown as product serial number and model were not provided. Device manufacture date: unknown as product serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that an intraocular lens (iol) was explanted. Requests were made to gather additional details but no further information was received. No additional information was provided.

Manufacturer narrative:
Review of the initial MDR found that the reason for non-evaluation was selected as device evaluation anticipated, but not yet begun. However, this activity could not be performed due to no product returned and no serial number or model provided. As a result, the following field has been updated: the device was not returned for analysis. The model and serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.